Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). Sample material from the patent was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas pure e 402 analytical unit that did not match with the patient clinical status or the result using another method. The patient had bilateral ovarectomy in (B)(6) 2021 and the physician did not expect high estradiol concentrations. On (B)(6) 2024, the result was 79 pg/ml. On (B)(6) 2024, the result was 87 pg/ml. On (B)(6) 2024, the result was 57 pg/ml. On (B)(6) 2024, the result was 75 pg/ml. On (B)(6) 2024, the result using siemens atellica methodology was < 12 pg/ml. On (B)(6) 2025, the elecsys estradiol iii result was 18 pg/ml.

Manufacturer narrative:
Sample material from the patient was received for investigation and tested on a cobas e411 analyzer and on a cobas e402 analyzer. The customer's results were confirmed. Using i601 massspec, the lower siemens atellica result was confirmed. The investigation determined that the higher elecsys estradiol results are consistent with an unknown interfering factor. The remaining sample volume was not sufficient for further investigation. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.